Event description:
The customer reported that the he had a lot of high and low blood glucose in the first week. Customer stated that he would go as low as 40-50 mg/dl at least once a day. Customer stated that this morning his blood glucose dropped to 50 mg/dl. Customer stated that he has dawn phenomenon, which usually causes the high blood glucose. Customer was told that it also causes his lows. Customer stated that the pump and the continuous glucose monitoring system work fine during the day and at night. Customer stated that the worst times are in the morning. Customer had received lost sensor alerts and weak signals during some nights. Customer stated that the issue has happened twice. Customer refused to be transferred to the helpline for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.